Event description:
The biomedical engineer reported that the device was displaying error code 1108 ((post) check vent: machine pressure sensor auto zero failed). The device was in use when the issue occurred. No patient or user harm reported. The biomedical engineer reviewed the significant event log and observed error code is 1109. It was reported that the proximal pressure sensor was used to measure the machine pressure (solenoid 3 de-energized; solenoid 4 energized). The proximal pressure was not measured, and pressure-related alarms are compromised. The remote service engineer (rse) advised the biomed to perform the following instructions - verify the pin alignment between solenoids and the da pcba; replace the machine auto-zero solenoid (sol 2 and sol 4) replace the da pcba.

Manufacturer narrative:
Multiple attempts to retrieve device repair, and operational status has yielded no response from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.